Event description:
Routine complain investigations when a consumer reports receiving imprecise sequential readings within a five minutes time frame on the precision xtra blood glucose monitor. The results when plotted on a parkes error grid fall into the "c" zone which considered clinically significant. There was no report of death, serious injurury or mistreatment associated with this event.